Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, some creases were observed in both views. Leak testing revealed a tear within the crease noted in the posterior aspect measuring approximately less than 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure, which is a known inherent risk associated with the use of saline-filled mammary prostheses, and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline breast implant that deflated postoperatively. As a result, the patient underwent bilateral removal and replacement with saline allergan implants on (B)(6) 2019.